Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported an asymptomatic patient presented in clinic for a follow-up where normal end of service, noise and low impedance were noted. During procedure, further testing confirmed normal lead function. Noise and low impedance were not reproduced. A new device was replaced successfully and same leads remained implanted. The patient was stable throughout and after the procedure.